Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided

Event description:
A (B)(6) customer received a blood glucose reading of over 500 mg/dl on the contour ts. The hospital device read 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's product was expected to be returned for evaluation. New product was sent.